Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the case from the pump, inspect and clean the pump and pneumatic tap area, and successfully reloaded the original cartridge, allowing them to resume insulin therapy without further issues.